Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central aortic insufficiency (cai) is suspected to be related to ventricular septal bulge, possible future treatment has not been planned. If updated information becomes available the case will be re-opened and re-investigated for reportability. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post successful placement of 23 mm sapien 3 valve with final tte mean av gradient of 11 mmhg, repeat tte in am showed a gradient of 40 mmhg on pod 1. There was concern for possible frozen leaflet so the decision was made to take the patient back to the cath lab for assessment. During the procedure there appeared to be a severe subvalvular gradient based on slow pullback with a dual lumen pigtail and a 40 mmhg mean gradient deeper in the lv and only about 7 mmhg immediately below the valve. There was moderate central aortic regurgitation that was unchanged despite maneuvering the pigtail in and out of the leaflets and no change on the repeat tte post-cath. Cath reports stated "while I don't see a large septal bulge, there is a reasonable first septal that could be ablated if we felt reasonable." The patient is scheduled for follow up tte. He was stable post-cath, and is to resume coumadin and follow up as an outpatient. He was discharged in stable and improved condition.